Manufacturer narrative:
No product was returned for investigation. Infection/ cardiogenic shock: in order to make a determination of the root cause of the infection/cardiogenic shock was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient who was supported with an impella 5.5 developed an infection at the graft site after explantation. The patient was treated with antibiotics and survived.

Manufacturer narrative:
Product complaint # (B)(4).